Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test. However, unit alarmed pump error during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify insulin flow blocked alarm due to motor anomaly. Unit received with minor scratches on case and minor scratches on lcd window.